Event description:
Caller reported a cartridge alarm 20 during the pumping process, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support responded by sending a replacement pump with updated software, advising the caller on how to put the old pump into storage mode and return it with a pre-paid label, and ensuring that the customer would continue to use the current pump for insulin delivery until the new one arrived. Training resources were made available to the customer as well.